Event description:
During an ensite x pulmonary vein isolation and typical flutter with ensite x in navx and voxel mode, a prolonged procedure occurred. All the catheter and the guidewire were placed in non-fluoro mode and a model was taken of the right atrium and coronary sinus in navx mode. In navx mode, there was a lot of respiration related catheter movement and a map shift occurred. The ensite x's magnetic field is interfering with the defibrillator. When the magnetic field is switched on, the defibrillator perceives interfering signals. The message appeared: "neck patch not connected". When checking all patches, they were all correctly glued and connected. The change was made from navx to voxel mode for a full impedance integration in voxel mode. In voxel mode, it was difficult to create a map, because the mapping catheter was frequently in low confidence and temporarily froze. The cs catheter was not correctly displayed, because of low confidence and excessive model bloating led to uncertainty. The study was successfully completed with no adverse patient consequences.

Manufacturer narrative:
Based off of the information received from the field and review of the ensite x cardiac mapping system verifying that in some cases a model bloat/false space can occur, the reported event was confirmed. Recommendations to mitigate the model bloat/false space can be found in the ensite x cardiac mapping system IFU.